Event description:
It was reported that the catheter was subcutaneous and not intrathecal. The healthcare provider (hcp) stated it had been going on for "probably year." The physician wanted to turn the pump off and the passcode was given. The pump and the catheter was explanted. The pump system was delivering hydromorphone, bupivacaine and baclofen. No symptoms were reported. (No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent).

Manufacturer narrative:
Concomitant: product ID neu_unknown_cath, serial# (B)(4), implanted: 2008-(B)(6), product type catheter, product ID 8711, lot# j11361r28, implanted: 2002-(B)(6), product type catheter. (B)(4).